Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was investigated. As received, the charger/modem would not properly charge a battery pack. Upon evaluation, the q1, d2, and u13 components were shorted and there was contamination on the battery board. The cause of the inability to charge the battery packs is the shorted component and contaminated board. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a test battery pack.